Manufacturer narrative:
A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient experienced bleeding. The bleeding was reportedly significant. However, the following information is unknown: the cause and source of the bleeding, the estimated blood loss associated with the complication, and how the bleeding was resolved. The initial reporter mentioned that during the procedure and once the physician was on the divergence assist page, she was unsure of how to get out of it and return to regular navigation to access the articulation guide. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.